Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014 device evaluation:the meter has been returned and evaluated by product analysis on 01/23/2014 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 5 alarm occurred immediately when powering on the meter. A review of the meter history showed error 1 sub code 27: stuck key. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear the error 1 alarm sub code 5 message.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter (error 1 random) issue. It was reported that the meter emitted an error 1 (sub code - 5) message on the meter display. It was noted that the message was not able to be cleared by removing and reinserting the batteries. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.